Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported from the clinic that for two months in a row the battery voltage is not provided on the automatic transmission data. The clinic is confident the implantable cardioverter defibrillator (ICD) is operating fine but is not sure why this is happening. The ICD remains in use. No patient complications have been reported as a result of this event.